Manufacturer narrative:
This report is filed july 12, 2016.

Manufacturer narrative:
This report is filed (B)(6) 2016. The device is currently unavailable.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2016, and the patient was reimplanted with a new device during the same surgery.